Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0khg5, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had low back pain and pain in their legs. It was especially uncomfortable when the patient sat down. This was considered a sudden change in symptoms in (B)(6) 2015. There were no trauma or falls that could be related to the issue. The patient told their health care provider (hcp) about this pain and they "threw her off." The patient had a medical history of knee replacement and arthritis. No diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.